Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Manufacturer narrative:
Boston scientific received additional information. The field representative reported that the patient's condition declined significantly due to the infection and the patient expired one day post explant.